Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving fentanyl and dilaudid via an implanted pump. Indication for use was noted as spinal pain, non-malignant pain, and lumbar radiculopathy. It was reported that the patient had a new pump that was implanted and they were not "getting all the medication." The patient had a dye study that was "fine." The patient said the MRI was to rule out a granuloma. The patient mentioned they were in pain. The patient could not have the MRI yesterday ((B)(6) 2016) because they still had stables in their abdomen from a pump replacement surgery on (B)(6) 2016. Patient services was unable to get further information because the patient stated they were in "too much pain." There were no cause or troubleshooting reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. The onset of the event was (B)(6) 2016. Magnetic resonance imaging (MRI) was attempted twice however they were not able to be completed. The patient had not had an MRI performed yet. Prior to the pump replacement a dye study was noted as having been normal as was a rotor study. Following the pump replacement the patient's pain was better but then she has had intermittent relief and needed pump increases. It was indicated that the residual was correct and therapy had been adjusted. The plan was to perform an MRI to determine the cause of the increase in pain and rule out granuloma to cover all bases. The issue was ongoing.

Manufacturer narrative:
(B)(4).